Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer performed a supply change to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Reportedly, the alerts cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.